Event description:
It was reported that insulin pump displayed malfunction alarm malf 0 with fault ID 0-0x277d, and no notable events occurred before the alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction code recurred, with no device return or replacement arranged.